Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a rewind anomaly on their insulin pump. Customer stated their insulin pump was hesitant during the rewind process. Customer declined a replacement insulin pump and wanted to upgrade their insulin pump. The customer's blood glucose was unknown. No additional information provided.